Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Regulatory manufacturer report number: 1627487-2020-01917. It was reported that the patient underwent a surgical intervention on (B)(6) 2020. Wherein the physician was unable to implant the leads due to the patient's anatomy due to scar tissue. Therefore, the case was aborted and the leads were discarded.